Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. [Invest. Conclusions code]: the event of use error is a known potential adverse event addressed in the product labeling. The event of cellulitis is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with 0.25ml on each side of juvéderm® volift¿ with lidocaine on tear trough (contraindicated for injection in the periorbital area and glabellar region). One day later, the patient complained about swelling, redness, and cellulitis in the tear trough area. Status is still ongoing.